Event description:
It was reported the stylus and mouse pointer on screen cannot be aligned even after calibration. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; stylus will not align with screen pointer due to the overlay. (B)(4).